Event description:
Customer reported that latex septum pulled out of the y-port and resulted in a nuclear spill. Reported incident occurred in cardiology. Reporter stated that the technician was exposed to the radioactive material but suffered no injury and required no medical intervention. Per reporter, technician was going to go home to shower. Reporter did not know whether there was any injury to the pt or medical intervention required. Further follow up revealed that there was no pt injury or medical intervention required.